Event description:
On (B)(6) 2013 during review of the patient¿s programming history, high impedance was observed to have occurred on (B)(6) 2009. Device manufacturing records were reviewed. Review of manufacturing records confirmed that the lead passed all functional tests prior to distribution. The neurologist that was noted to be seeing the patient reported that this is not his patient. Additional information has been requested from the surgeon but no further information has been received to date. The patient underwent a full revision surgery on (B)(6) 2009. The generator was returned for product analysis but the lead was not returned. Product analysis on the generator confirmed the device was at end of service and determined to be the result of normal expected battery depletion, based on the battery life analysis and electrical test results. There were no performance or any other type of adverse conditions found with the pulse generator.

Manufacturer narrative:
Analysis of programming history. Device failure is suspected, but did not cause or contribute to a death or serious injury.